Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire because detached in the patient and the patient later expired. While testing the oad prior to insertion, the device stopped functioning and became stuck on the viperwire guide wire. While attempting to remove the device from the wire, the tip of the guide wire was noted to have detached in the patient. Multiple attempts were made to snare the wire fragment but were unsuccessful. Surgery was performed to attempt to remove the wire fragment, however the fragment remained in the patient and the patient expired. Additional information has been requested but not yet received. Medwatch mw5075979 was received for this event.